Event description:
During a procedure the generator was not able to perform ablation after a program was selected. The generator was power cycled but the issue could not be resolved and the procedure was cancelled. The procedure was later completed with another generator. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt1100 neurotherm rf generator was returned for evaluation. No visual anomalies were noted. When the nt generator was connected to an external power source, the generator was powered on successfully. The issue mentioned in the event description was able to be confirmed; a ¿high temperature shutdown¿ error message was displayed during stimulation in lesion mode. Reseating the temperature board resolved the issue. No additional findings were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to temperature board.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a procedure a malfunction of the generator occurred. The generator was power cycled but the issue could not be resolved and the procedure was cancelled. Further information has been requested.